Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the handset was spinning for a long time before it would connect for the bolus. The patient representative (rep) stated that the handset screen would get stuck spinning on 80% while connecting to the pump. The agent understood that the patient was experiencing the 90% lag. The agent reviewed the steps of clearing the handset data with the caller. The rep will clear the handset data on their own and call patient service back if further assistance needed. When asked for the event date, the rep said that it had probably been at least six weeks ago and that the issue had been getting worse. The rep mentioned that the patient had the handset for a couple years and that they had gotten the handset replaced before. The agent understood that the patient had the 2.0 ¿myptm¿ application version on the handset. When asked for drug, the rep said that the main drug was dilaudid and that there was a little mixture of another drug for relaxing or arthritis, but they did not know the name of the drug.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.